Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprosthesis. The devices were implanted and ballooned without difficulty. An angiogram demonstrated two large type iii endoleaks originating from the proximal portion of the graft and from the limb on the trunk-ipsilateral leg component. The type iii endoleaks were repaired using an additional contralateral leg component and aortic extender component. No other endoleaks were noted. Prior to endovascular repair, at an unk date, the pt had a bare metal stent (MFR unk) implanted in the ipsilateral limb landing zone. The physician believes, the bare metal stent perforated the excluder graft material creating two type iii endoleaks. Following removal of the introducer sheaths, it was noted that there was significant clot formation with the vasculature on the ipsilateral side, originating within the trunk- ipsilateral leg component. A surgical femoro-femoral bypass was performed to restore flow to the pt's leg on the ipsilateral side.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the pt pxl 161407/lot# 05567118, pxc141400/lot#05482916, pxa280300/lot#05633577, pxl161207/lot# 03796373 and pxc141400/lot#05296795.